Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 200mg/dl. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported manual injections would be used for insulin therapy.